Manufacturer narrative:
Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported the planned date to explant the intraocular lens (iol) was on (B)(6) 2017, the operative eye is the right eye (od), and the serial number of the initially implanted iol was (B)(4). The replacement lens is planned to be a (B)(4) 22.0 diopter iol. Further information was provided and confirmed the lens was explanted (B)(6) 2017, as planned. There were no complications such as an incision enlargement, vitrectomy, capsule tear, or suture when removing the lens. No additional information was provided. Expiration date: 11/09/2021; catalog number: zxt150u215; (B)(4); device manufacture date: 11/09/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 21.5 diopter intraocular lens (iol) was implanted/placed at 103 degree axis. The lens will be exchanged for a simple toric iol due to patient experiencing glare. No further information was provided.